Event description:
The facility reported an infusion pump with a failure code 12:303 during biomed testing. The facility's rep stated that there are no pt incidents reported on this pump since the last baxter service event.